Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported that the nurse call connector is not working. There was no patient involvement.

Manufacturer narrative:
MFR received date 24 oct 2019. Date of report 25 oct 2019. The customer confirmed the reported nurse call issue. The customer reported that the issue was resolved by replacing the central processing unit printed circuit board assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the nurse call connector is not working. There was no patient involvement.